Manufacturer narrative:
Section b: date of death redacted. Death captured under MFR # 2916596-2024-52491 section h6: clinical codes corrected. Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. The relevant sections of the device history records for lot number 10351703 (l08223-la2) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists death as an adverse event that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6)2024. After initially showing improvement, the patient was weaned off of nitric oxide and extubated without any difficulty. Continuous renal replacement therapy (crrt) had to be initiated due to persistent volume overload. The patient remained on intravenous (IV) inotropes (vasopressors, levosimendan, epinephrine, dobutamine) throughout their index stay. No alarms were ever received from the lvad. The patient had persistent hypotension despite maximizing the lvad pump speed at 5200 rpms, with flows of 5-5.5 lpm and increasing IV inotropes. The patient had an episode of irregular pupils and was evaluated for a stroke. A computed tomography (CT) scan of the head was taken and was determined inconsistent with a true stroke and likely related to hemodynamic instability. Multiple echocardiograms were conducted showing an enlarged right ventricle (rv), initially with mild to moderate dysfunction and existing pre-lvad implant. The patient went into near-respiratory arrest and was electively reintubated to prevent respiratory compromise. There were concerns of pneumonia, and the patient was treated with IV antibiotics and antifungals, however no infection was confirmed. Crrt was continued with an inability to pull fluid. The patient's hypotension continued, with mean arterial pressure (map) at 50-65 mmhg at their highest. Nitric oxide was resumed. Multiple surface echocardiograms at this point showed little change in the rv. The patient's central venous pressure (cvp) was between 25-35 mmhg. A transesophageal echocardiogram (tee) was performed and showed the left ventricle (lv) completely underfilled, with no alarms from the lvad, and the left-ventricular internal diameter at end-diastole (lvidd) was 1.75 cm with the rv function was worsening. The lvad pump speed was dropped to allow for additional filling. An abbott right ventricular assist device (rvad) was placed with no difficulty in order to assist the rv dysfunction. The pump speed was then maximized, and the next echocardiogram showed increased lv filling, again with no alarms from the lvad. The pump speed was again increased but with minimal increase in the patient's hemodynamics. An echocardiogram taken the next day showed a shrunken lv cavity size, and the speed was decreased back down. The patient was still gaining weight due to fluid, which the healthcare providers remained unable to pull. At this point the patient was on the maximum amounts of inotropes and vasopressor agents and had gained over 100 lbs. Of fluid that was unable to be pulled. Flow through lv and rv was unable to be increased without compromising cavity size. The patient's family elected to withdraw all therapies, including the lvad. The patient passed away from heart failure on (B)(6)2024 after withdrawal of therapies. The pump was reported to be functioning as intended. No autopsy was performed. The death, rv dysfunction, and respiratory dysfunction were considered not to be device related.